Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she had a hernia repair procedure with a blocked bowel during (B)(6) 2010 and mesh was implanted. The patient stated that she was hospitalized a week following surgery for "3 types of bugs". She states that this is ongoing and she cannot have the mesh removed because of her heart. Additional information has been requested.